Manufacturer narrative:
Per user guide: some activities, such as hiking, skiing or snowboarding, could expose your pump to extreme altitudes. The t:slim x2 pump has been tested at altitudes up to 10,000 feet at standard operating temperatures. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Additionally, multiple altitude alarms occurred with multiple cartridges. Reportedly, at the time of the initial alarm, the customer was snowmobiling at an altitude of 69,000 feet. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer has manual injections available as alternate insulin therapy.